Event description:
Cobra instrument frayed during the case inside the body. Pieces of fiber were removed. Instrument taken out and replaced. Devices will be returned only in manufacturer provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.